Event description:
It was reported that a user¿s dexcom g7 failed to pair with the ilet bionic pancreas after a new sensor was placed, resulting in loss of cgm connectivity and the ilet entering or approaching dosing stops soon with no bg run mode remaining; the user received repeated pairing failed notifications, and the agent advised sensor replacement before performing a warm transfer to dexcom for further support. Symptoms included lack of continuous glucose data to the ilet. Outcomes included interruption of automated insulin dosing due to cgm not paired. Investigation included customer interview and troubleshooting with recommendation to replace the cgm sensor and transfer to the cgm manufacturer for device-specific support. Investigation of this case revealed a cgm communication or pairing failure between the g7 sensor/transmitter and the ilet. It was concluded that the event was attributable to cgm pairing failure, leading to system operation without cgm data and dosing interruption, with the user directed to replace the sensor and continue coordination with the cgm manufacturer.